Manufacturer narrative:
The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge, model 1mtec30 may have produced residue on the posterior side of the optic. Through follow up, it was learned that the residue was vacuumed off of the lens and the lens was implanted into the patient's eye. There was no patient injuries and no issues with the lens reported.

Manufacturer narrative:
Concomitant medical products: zcb00, serial number unknown. Additional information: during follow up, the customer indicated that the model number for the concomitant product was zcb00 but does not know the serial number. Device evaluation: the product was discarded by the customer. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.